Manufacturer narrative:
Device code: (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) balloon dilatation procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon burst while cannulating. The procedure is completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.